Manufacturer narrative:
No bends or kinks were observed on the soft cannula. Fluid was seen exiting the distal tip of the soft cannula. The downloaded data did not show any signs of struggle or pulse width increase. No damages or defects were found along the fluid path that would cause the device to leak. There were no tears or leaks found along the soft cannula during the leak test. No other damages or defects were found on the device during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 379 mg/dl while wearing the pod between 1 and 4 hours. The patient reported seeing insulin leaking on his skin. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was placed.